Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device's main keypad was defective. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device's main keypad was defective. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional mfg narrative of the initial medwatch report #0003015876-2022-02224 indicates: stryker replaced the device's main keypad to resolve the reported issue. Additional mfg narrative of the initial medwatch report #0003015876-2022-02224 should indicate: stryker replaced the device's main keypad and system flex cable to resolve the reported issue.